Event description:
The rptr said meter was giving a "beeping" sound and gave an er1 message when she was performing a blood test. While consulting with a lifescan rep, a blood test of 318 mg/dl was obtained, which coincided with the visual color chart. She stated "I'm not sure that I did it right before, or if I put the test strip in too early or too late." A control solution test was also done, and results were in range.